Event description:
It was reported that the user lacked sensor supplies and discontinued ilet therapy, after which the device¿s dosing function was stopped and the user performed a blood glucose run with a manually entered blood glucose of 170 mg/dl while awaiting a new sensor and receiving education to enter blood glucose every four hours or transition to an alternative therapy if a sensor could not be connected by the next day. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of automated dosing with interim manual blood glucose management. Investigation included a review of user-reported history, device use conditions, and troubleshooting with education. Investigation of this case revealed that dosing had been intentionally stopped due to absence of a connected sensor, consistent with device design and use conditions, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use without an available sensor leading to expected system behavior and user-managed therapy.

Manufacturer narrative:
Initial.